Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that on (B)(6) 2013 a surgical leak was noted on patient following sleeve gastrectomy (performed on (B)(6) 2013). Surgeon did not report anything unusual during the procedure and product specialist was present during the case. Leak appears to be in the antrum. Surgeon is trying to source the video footage of the surgery. This is the surgeon's 3rd case with device. Patient is stable but still in the hospital. Device has been discarded and reload is still implanted.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used? - green. Was buttress material used? Yes buttressing material was used. (Brand unknown). Were there any difficulties with the device during the initial procedure? No. How was the leak identified? Patient symptoms? Patient symptoms ¿ peritonitis. Are any photos or video available? The surgeon is still looking, can¿t find them. How was the leak repaired? The leak was washed out ¿ t tubule drainage. The patient was on total parenteral nutrition (tpn). What did the staple line look like during the 2nd operation? Unknown, a different surgeon attend the 2nd operation. Was a leak test performed during the initial operation? No, the surgeon didn¿t do testing. How is the patient currently? The patient still has the drain, is eating and drinking and is on the way to recovery. Is the patient expected to have a full recovery? Yes. Patients preexisting conditions? Unknown. Patients age, sex and weight? (B)(6) female, (B)(6).